Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device unexpectedly stopped responding even with rebooting. A technical support specialist modified the device software settings and rebooted the device to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during laparoscopic hysterectomy procedure. The customer stated that there was a delay of 15 minutes because nurse had to go to a different room to obtain the required medications. The required medications were propofol, succinylcholine and ondansetron and the customer confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device frozen issue was caused by software failures. The technical support specialist repaired the rss agent and medes application after reinstalling and performed software settings modifications and rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that a bd pyxis anesthesia es system was frozen on a blue carefusion screen even after rebooting. The device unexpectedly stopped responding during a laparoscopic hysterectomy. This event was reported to result in a delay of 15 minutes because nurse had to go to a different room to obtain the required medications, likely propofol, succinylcholine and ondansetron. The customer confirmed that there was no patient harm or adverse event reported.